Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 24, 2021.

Manufacturer narrative:
This report is submitted on september 20, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site and was previously treated with IV antibiotics (duration not reported) on (B)(6) 2020 and oral antibiotics (duration not reported) on (B)(6) 2020, however, the issue did not resolve. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.